Manufacturer narrative:
During troubleshoot via telephone, the sdi (serial digital interface) video cable was connected to the wrong port on the monitor. The system was then configured to the system appropriately and the issue was resolved. No device will be returned for evaluation. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During installation of a tower unit, the visera elite ii video system center reportedly was not getting video and no color bars to the monitor. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, there was no abnormality with the device concerned, and it likely that the video was reflected on the monitor because the customer connected the output of the device to the input terminal of the monitor with a different signal system.